Manufacturer narrative:
Stryker evaluated the device and was able to verify the reported issue was logged in the device¿s memory. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.